Event description:
Complainant alleged that while attempting to defibrillate a male patient, after removing the electrode pads, severe burns were found on the patient. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.